Event description:
This lead extension was intended for pt implant in (B)(6). Interoperative testing during the implant procedure found invalid impedance measurements for one lead contact. Following troubleshooting, the problem was isolated to the lead extension. As such, the device was removed and a new extension was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.